Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to jammed gear box. Device was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.